Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical product: 5076-45 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.